Manufacturer narrative:
The original complaint for diameter was never confirmed by the surgeon and no follow up information regarding the original complaint term was received. The graft was not received for evaluation. Product batch could not be evaluated as lot information was not provided. Additional information was requested multiple times with the hospital declining to comment after initial response. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. While the exact root cause is unknown, the most likely cause of this patient's rapid graft occlusion seems to stem from a systemic hypercoagulable state most likely related to an underlying malignancy. Potential root causes for graft thrombosis include: low blood flow, inadvertent external compression (e.g., from clothing, etc.), inadequate heparin therapy for the patient, graft rotation; implantation technique or used in low pressure system. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. Should further information become available that changes the outcome of this investigation, a follow-up report will be submitted.

Event description:
Artegraft expanded almost twice in diameter after implantation.